Event description:
Patient presented to the ed due to chest pain. Intermittent ra undersensing noted on the ra lead causing false terminated of at/af. At/af therapies are programmed on. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).